Event description:
It was reported on (B)(6) 2026 a 28 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f torqvue delivery sheath for a left atrial appendage (laa) closure. The patients heart rhythm as normal sinus and the activating clotting time (act) was 289 seconds. Transseptal puncture was made at the inferior mid to posterior location. The left atrial pressure was greater than 12 mmhg. During the procedure, the device was partially recaptured three times then fully recaptured once. The device was removed. The device was not implanted. Using the same delivery sheath, a 31 mm amulet (lot # 10932095) was attempted for implant. It was partially recaptured twice and fully recaptured once to be removed. Using the same delivery sheath, a third device (25 mm amulet, lot # 11244177) was attempted to be implanted. The device was partially recaptured three times and fully recaptured once for removal. The device was removed. The delivery sheath was removed. A fourth, non-abbott 35 mm device was attempted for implant. The device was partially recaptured three times and fully recaptured once for removal. A fifth, non-abbott 41 mm device, was attempted for implant. It was partially recaptured three times and full recaptured once for removal. A sixth, non-abbott 35 mm device, was used for implant. It was partially recaptured once. The procedure was completed with the sixth, non-abbott device. In recovery, a pericardial effusion with tamponade was noted, within 48 hours after the procedure. A pericardiocentesis was performed to resolve the effusion. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.